Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return malfunctioning pump within ten days, and technical support arranged shipment of replacement pump after confirming shipping address.